Event description:
The report received from the affiliate indicated that after removal from the package while prepping/flushing the device, the physician noticed that the distal strut of the cypher 2.5 x 23 mm stent was flared. It is not known when the flared stent strut occurred. The device was not used in the pt. The physician used another cypher 2.5 x 23 mm stent to complete the procedure successfully. There was no reported patient injury. No additional info is available.

Manufacturer narrative:
The target lesion for the procedure was the right coronary artery (rca). The lesion was reported to be de novo, slightly tortuous, a 75% stenosis, and was not calcified. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.